Event description:
It was reported that during an unknown procedure, the jaw of the device could not open after the first firing with ecr45d. The surgeon used another device to cut the tissue and removed the former one. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Damaged closure trigger top. The analysis found that one ec45 device was returned with the closure trigger broken and with an ecr45d cartridge loaded on the device. The reload was received fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the internal components and no additional anomalies were noted. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.